Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported o2 not available alarm occurrence; the ventilator discontinues oxygen support. No patient harm reported.

Manufacturer narrative:
The customer returned gds was installed in an fi test ventilator. The high pressure leak test as well as the air and oxygen flow accuracy tests were executed and all passed. The ventilator was run for two hours with 60% o2 setting without any errors occurring. No failure was found.